Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. The lead appeared to be double counting the ventricular arrhythmia. It was further reported that the lead exhibited t-wave oversensing (twos) on a ventricular tachycardia (vt) non-sustained episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.